Event description:
Tubing was used to mix IV solution. Reporter discovered a leak in the tubing while mixing solution. The leak was near the white knob associated with the yellow lead that fits into the automix compounder.